Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states the surgical staff noticed damage to the surgical staff noticed damage to the power cord where it connects to the back of the pump. Both layers of insulation have been damaged causing the inner wires to short circuit.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.